Event description:
During an arthroscopic hip repair, the physician was using a speedstitch suturing device with needle cassette and suture cartridges. Intra-operative, the physician attempted to lead the sutures into the needle cassette; however, the cartridge wings failed to engage causing the cartridge to push out of the needle cassette. In order to complete the procedure, the physician used the suture from the suspect suture cartridge and applied it manually to the hook tip of the empty but secure suture cartridge. The physician was then able to pass a stitch through the capsular tissue to complete the process. In order to complete the procedure, the physician repeated this process three times. The physician was able to complete the procedure arthroscopically with no significant delay.

Manufacturer narrative:
The patient's age and gender were not available. The lot number of the reported product was requested but not received. Reference manufacturer report: 9019871-2012-00084.